Event description:
In 2009, the patient underwent a primary fusion surgery at l4-l5. The surgeon's technique is to place the sequoia polyaxial screw, add the closure top and then distract. As he was distracting the polyaxial screw, the head popped off. The surgeon then removed the closure top, which had not malfunctioned, in order to access the polyaxial screw. The surgeon replaced the polyaxial screw with a shorter larger diameter screw. There was minimal surgical delay.

Manufacturer narrative:
The results of the device history record review indicate the part met specification. Visual examination showed the screw to be disassembled with rod lock indentations on the screw head. The likely cause for screw disassembly is deformation of the interference features during excessive forces applied during distraction.